Manufacturer narrative:
(B)(4). Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current due to moisture damage at pcb 1.

Event description:
Information received by medtronic indicated that the customer stated they needed to replace the battery every 3 days. Customer had to replace the battery 3 times. There was less than 1 hour time between low battery and change battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.